Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported broken/damaged. Door and/or case damaged. There was no patient involvement.

Event description:
The customer reported broken/damaged. Door and/or case damaged. There was no patient involvement.

Manufacturer narrative:
H6, h7, h9 & h10 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, ail assembly, door assembly with keypad, door latch assembly, an right iui. Lvp keypad recall completed. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 25jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to customer damage of the bezel assembly. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. Door and/or case damaged. There was no patient involvement.

Manufacturer narrative:
Z-2939-2020 for lvp keypad recall. Z-2718-2020 for iui connection issues. Z-1768-2019 for bezel assembly. Z-0950-2017 for air in line assembly. This device was evaluated and repaired through the service repair process. A review of the device history record for sn: (B)(6) was performed, which showed the device had a manufacture date of 25jul2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.